Manufacturer narrative:
No product or photographic evidence were provided to aid in this investigation, no product was returned.

Event description:
It was reported that the alarm was showed no disposable clamp tubing. No patient injury was reported.

Manufacturer narrative:
Other, other text: no product was returned by the customer as a result, a complaint investigation /product evaluation and problem confirmation cannot be performed.

Event description:
It was reported that the alarm was showed no disposable clamp tubing. No patient injury was reported.

Event description:
It was reported that the smiths medical pump alarmed ?no disposable clamp tubing". Pump settings: res vol 73.0 ml.

Event description:
It was reported that the alarm was showed no disposable clamp tubing. No patient injury was reported.

Manufacturer narrative:
Other, other text: no product was returned by the customer as a result, a complaint investigation /product evaluation and problem confirmation cannot be performed.